Event description:
During a routine shift check by a clinician, the device powers up to only a green dot on the display. Complainant indicated that there was no pt involvement in the reported malfunction.